Event description:
It was reported that during the reprocessing of a da vinci maryland bipolar forceps instrument, the tips wouldn't open; they were closed shut. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch cable was frayed at the proximal clevis hub. The frayed strands stuck out at the instrument's wrist. No other damage or wear marks were observed on the clevis. The other cables at the wrist were undamaged. No other damage was found.